Event description:
On (B)(6) 2011, pt's husband reported her infusion set was leaky where it goes into her body. Husband stated, the cannula may have been bent a little. Husband reported, he was not sure if the leak caused by the rate of the pt's body absorption. Husband stated when the infusion set was removed, he noticed the adhesive was wet. Pt uses the insertion assist device to insert the infusion sets. Husband reported, the pt notices a little blood at the infusion site from time to time when she changes the infusion set. Husband stated, blood is not in the infusion set tubing. Husband reported, the pt's blood glucose level had been higher than usual. Husband stated, the pt was not having elevated blood glucose symptoms. Pt blood glucose reading was 30.0 mmol/l (540 mg/dl). Pt's target blood glucose range is 7.0-8.0 mmol/l (126-144 mg/dl). Husband reported, the pt discovered the elevated blood glucose reading during her bedtime blood glucose test. Husband stated, the pt would correct the elevated blood glucose level by changing the infusion site and bolusing. Husband reported, the alleged infusion sets have been discarded. The pt did not require assistance from a healthcare professional or second party to address the issue. Replacement infusion sets sent, no product return was requested.

Manufacturer narrative:
No product will be returned for eval.